Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to battery depletion after 37 months of implant duration. The physician expressed dissatisfaction with respect to battery longevity, as the device provided minimal thearpy.